Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed mid:09 (air trap assembly) error message was confirmed during the analysis of the event logs but not during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, multiple mid:09 error messages were observed. However, the error messages were cleared by the user. Upon service approval, the console will be further tested to full specifications.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
As reported, during the demonstration, the thermogard console (sn: (B)(4)) displayed a mid:09 (air trap assembly) error message upon power-on. No patient involvement.

Manufacturer narrative:
Further testing of the console was performed, however, the mid:09 (air trap assembly) error message could not be replicated. As a precautionary measure, to address the intermittent occurrences of the mid:09 errors, the coolant block with board and the air trap sensor block were replaced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(6). Correction in h6.